Event description:
It was reported two attendants were transporting a pt across a lawn on a cot when it allegedly tipped, causing the pt to fall off and hit their head. Allegedly, the pt had a coronary as a result of the injury and passed away. The user facility contact reported that the tip is not believed to be a result of a cot failure.